Event description:
It was reported that the tubing on top of a large volume infusor detached which resulted in a leak onto the patient and nurse. This issue occurred when the over pouch was opened during preparation. The device was filled with piperacillin / tazobactam 13500mg in 240ml buffered sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). The lot was manufactured from january 22, 2019 - january 23, 2019. The actual device was received for evaluation. A visual inspection was performed using the naked eye showed the tubing had broken off at the solvent-bonded junction of the stressmember. A portion of the broken tubing remained inside the solvent-bonded area of the stressmember. The reported condition of leak was verified. The cause of the leak was due to the broken tubing, however the cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.